Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17718375, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17718375, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the incision site. It was determined that the patient had contact dermatitis and infection at the incision and around the implantable pulse generator (ipg) pocket site. The patient was administered with antibiotics and upon follow-up, the incision has healed and the infection has cleared up.